Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed: x-ray imaging of delivery system revealed damage on the balloon shaft proximal to the stop sleeve. No abnormalities observed externally on the delivery system. Disassembly of fine adjust locking mechanism confirmed appreciable damage on the balloon shaft proximal to the stop sleeve. Balloon shaft material was characterized by presence of severe warping, stretching, and a tear with the guidewire lumen visible through the tear. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on returned product evaluation. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the sapien 3 ultra thv was deployed in pulmonic position using the commander delivery system, which is not an indicated use of the device. Therefore, this was off-label operation. As reported, ''due to patient anatomy, heavy manipulation of commander delivery system was experienced in order to get valve in place. When trying to inflate the balloon, it was also noted that contrast fluid was leaking out near the handle of device. The valve was not deployed as the procedure was stopped as soon as the leak was noted.'' Per additionally received clarification, the balloon was inflated 0-5% (just the shoulders) and the leak appeared to be inside the handle coming out of the back portion of the handle. Evaluation of the returned device identified damage on balloon shaft, which accounts for the confirmed leak pathway. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that the observed damage occurred during the procedure. In this case, patient had challenging anatomy (e.g. Tortuosity) necessitating ''heavy manipulation,'' as reported. Furthermore, the relative location of seen damage suggests that the proximal balloon shaft could have been subjected to excessive pulling or bending. Damage may be sustained on the balloon shaft if it is pulled past the warning marker, pulled or bent excessively at an angle (e.g. Torquing), and/or pulled while in locked position. As such, available information suggests procedural factors (excessive manipulation) and/or patient factors (tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the pulmonic position. Due to patient anatomy, heavy manipulation of commander delivery system was experienced in order to get valve in place. When trying to inflate the balloon, it was also noted that contrast fluid was leaking out near the handle of device. The valve was not deployed as the procedure was stopped as soon as the leak was noted. A new device and valve was prepped and implanted with no issue.

Manufacturer narrative:
The investigation is ongoing.